Event description:
During ambulance transport, a burning smell was noted coming from the console. The hosp switched to a backup console, with no impact to the pt. Field service examined the unit and found that the hosp had installed their own surge suppressor in the console. It was removed and the console is operating to specifications.